Manufacturer narrative:
On 2/14/2020, the product investigation was completed. Device investigation summary: the device was visually inspected, and it was found with no apparent damage. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 370cc mentor memorygel breast implant catalog: smpx370 lot: 7743749 sn: (B)(4) and (left) 370cc mentor memorygel breast implant catalog: smpx370 lot: 7755074 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: medical device removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants on (B)(6) 2007, suffered right side intra-capsular rupture and hematoma on the left side post-operatively. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis.